Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. Upon eval, the pins in the electrode belt's trunk cable connector were bent. The cause for gelled belt was likely due to the bent pins in the electrode belt connector. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt rec'd a replacement electrode belt.

Event description:
A territory manager (tm) contacted zoll customer support after speaking with an (B)(6) female pt to report that the pt's electrode belt released gel. The pt was provided with a replacement electrode belt.